Event description:
In 2002 download of info, stored in pt's device, reported multiple battery charger and battery pack faults. Close examination suggested two causes for the reported faults: (1) apparent premature failure of one of three batteries available to the pt and (2) failure of pt to properly charge/discharge batteries per instuctions. When lifecor staff contacted pt in 2002, they reported inability to get batteries to last very long.